Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the continuous glucose alarm history showed evidence of a cs 215 (cgm failure warnings). The ez-prime steps were performed correctly. The pump was unable to pair with a test transmitter due to a cs 215 (cgm failure warning). The pump failed a rf test. The pump¿s cover was removed and there was intermittent condition found to the continuous glucose monitor module due to a cold solder connection at the inter-board gold pin. The bolus button cover was found to be torn, but appropriately responsive. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.